Manufacturer narrative:
Product analysis: there was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 19th distal stent segment was deformed with raised struts.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to a resolute integrity drug eluting stent to treat a severely calcified and moderately tortuous mid rca lesion exhibiting 95% stenosis. Lesion was pre-dilated with multiple inflations and multiple balloon sizes. The device was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During stent deployment, the device went through a guideliner and over a non-mdt brand wire and would not cross the rca lesion which was reported to be tight and long. Removal difficulties were reported following the failed delivery. It was reported that the stent got caught on the guideliner. The physician removed everything and noted that one of the stent struts was sticking out. The device did not pass through a previously deployed stent. No resistance was encountered during delivery nor excessive force used. Procedure was completed with a resolute 3.0 x 15mm stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.